Manufacturer narrative:
The additional proglide devices are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified right femoral artery was attempted with five proglide devices, prior to a transcatheter aortic valve implantation (tavi) procedure. The first three proglide devices did not "fire" (deploy). The sutures of two proglide devices were successfully preplaced. Following the procedure, hemostasis was initially achieved by tightening the proglide sutures. However, final ileo-femoral angiography from contralateral side showed occlusion of the tavi preclosed access. Reportedly, half of one of the proglides backplate (foot) broke inside the patient and a dissection had occurred. Open surgical repair was performed by vascular surgeon with endarterectomy, fogarty embolectomy, removal of the dissection flap/foreign material from closure device and closure with vascular patch. Hospitalization extended. Although the vascular repair was successful patient unfortunately developed a stroke. No additional information was provided.